Event description:
A customer reported experiencing cgm error 42 with their device. During this event, there was no adverse impact to the customer¿s blood glucose level, as no issues were reported outside the normal range. Technical support guided the customer through a complete pump reset, after which the error code did not reappear, and the customer successfully began a new sensor session.